Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to a fast atrial fibrillation (af). It was noted that rhythm ID inhibited therapy initially, then the rate accelerated into the ventricular fibrillation (vf) zone and the shock was delivered. The patient was admitted to the hospital for evaluation. Technical services discussed controlling the patient's fast heart rates with medications, or programming a longer duration time and a higher rate cut off with the device if medication was not sufficient. No adverse patient effects were reported outside of the inappropriate shock. The device remains implanted and in service.